Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000040901.

Event description:
Related manufacturer reference number 1627487-2023-01222. It was reported the patient experienced ineffective stimulation. As such, surgical intervention may occur to address the issue. The investigation did not determine which lead resulted in ineffective stimulation.